Event description:
The customer reported that following a ptca procedure in 2001, a vasoseal vhd was deployed. The pt was discharged that evening. On the following evening the pt began to complain of right calf pain. The pain increased until the early morning of 3rd post-op day when the pt presented at the emergency room and was readmitted and started on heparin and plavix. The physician reported that the foot and leg appeared normal upon admission. 2 days later, the pt was taken to interventional radiology for an arteriogram. The arteriogram revealed a total occlusion of the right popliteal artery above the trifurcation. Tpa was infused through a catheter directly into the anterior tibial artery and was maintained for 24 hours. The anterior tibial artery flow improved but the other vessels still had little or no flow. The pt was taken to surgery 2 days later. No further complications were reported.